Event description:
It was reported through merlin.net that the device was in reset mode. Patient was requested to follow-up in-clinic. The patient was uncooperative with the clinicians requests at this time. The device has not been further evaluated in clinic to determine the cause of the reset message.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported reset was confirmed in the laboratory and was due to a parity error. The device was tested on the bench and using automated test equipment, and no anomaly was found. The cause of the parity error could not be determined.

Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.